Event description:
It was reported that during a follow up this right atrial (ra) lead exhibited a lead safety switch (lss) to unipolar configurations due to high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the stored daily impedance measurements. Ts reviewed the ra lead impedance trends and confirmed the pacing impedances were stable at 500 ohms then abruptly rose to greater than 2000 ohms. Ts also noted noise on stored atrial tachy response (atr) episodes. Ts discussed possible causes and recommended for an in clinic visit for further lead evaluation. At this time, the ra lead remains in service. No adverse patient effects were reported.